Event description:
Caller reported an alarm 2 followed by alarm 26 and noted previous occlusion events. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and resumed insulin, though recurring occlusion issues were noted, prompting a request for additional assistance.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.